Event description:
Patient reported, "concerns" with the implant. Patient additionally reported, "swelling", "burning", "redness", "very hard implant" and "enlargement". Later, healthcare professional reported, "capsular contracture, baker grade iii". Additionally, healthcare professional reported, "pain". Then, healthcare professional reported, "found rupture at time of surgery". This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and rupture.

Event description:
Patient reported "concerns" with the implant. Patient additionally reported "swelling", "burning", "redness", "very hard implant" and "enlargement". Later, healthcare professional reported "capsular contracture, baker grade iii". Additionally, healthcare professional reported "pain". Then, healthcare professional reported "found rupture at time of surgery". This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed an opening assessed as fold flaw opening and observed a broken assessed as fold flaw opening. Anxiety-product/procedure: unable to observe. Capsular contracture: unable to observe. Edema: unable to observe. Erythema: unable to observe. As per the investigation procedure, non-penetrating and creases ¿were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.